Event description:
It was reported that after a few shots from the forklift, the magazine could no longer be put in.

Manufacturer narrative:
(B)(4). Medical device: batch #766a11. Additional information requested and the following was received: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No, no consequences for the patient. No change postoperatively as a result. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no visual non-conformances and with a gst45w reload present. The reload was received unfired. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with the returned reload (b). The device fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.